Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was unable to be confirmed as no applicable imagery or device returned for evaluation. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the relevant IFU and training manuals revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''after surgical removal of four balloon fragments, a new esheath+ was inserted through the surgical access, and the procedure continued. Following successful valve implantation, the patient experienced a sudden drop in blood pressure and cardiac arrest (pea). The team investigated the left coronary artery (lca), which had been secured with a guidewire during implantation due to low take-off and small valve-to-coronary distance (vct). It was discovered that the commander delivery system balloon had advanced the guide catheter into the artery, occluding the circumflex (cx) and reducing lad flow. Removal of the delivery system restored rhythm and blood pressure''. In this case, the guide catheter used to protect the coronary artery was pushed inside the coronary artery by the commander delivery system balloon, and occluded the coronary artery. Once the guide catheter was removed, rhythm and blood pressure were restored. As such, available information suggests that procedural factors (guide catheter placed in coronary artery) likely contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. The IFU cautions that safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets near coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g., percutaneous coronary intervention). Multiple patient factors could put the patient at risk for coronary flow obstruction during the tvr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one or more of the coronary arteries, and/or an aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result to a coronary obstruction. Additionally, minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during balloon valvuloplasty, plaque shift, significant valve over sizing, and valve malposition could also contribute to this complication. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients. The following factors should be considered: degree of calcification on leaflets, landing zone to coronary ostia distance, length of the native valve leaflet, width of the valsalva sinuses, movement of the leaflets during balloon valvuloplasty (bv), patency of coronaries during bv, and expanded height of the intended valve. Assessment for coronary compression risk prior to implantation is recommended for valves implanted in pulmonary position. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results indicate that the commander delivery system balloon had advanced the guide catheter into the artery, occluding the circumflex (cx) and reducing lad flow. Removal of the delivery system restored rhythm and blood pressure. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported, it was a case of an implant of an 20mm sapien 3 ultra resilia valve within a non-edwards surgical valve in aortic position by transfemoral approach. During pre-dilation, a non-edwards bav balloon ruptured and subsequently fractured during removal attempts, requiring conversion to a surgical approach via the groin to retrieve remaining fragments. The esheath+ was removed and replaced due to safety concerns and suspicion of retained balloon fragments; no damage was observed on the sheath. Four balloon fragments were surgically removed, after which a new esheath+ was inserted through the surgical access and the procedure continued. Following successful valve implantation, the patient experienced a sudden drop in blood pressure and cardiac arrest (pea). Despite prolonged chest compressions, catecholamine administration, and ultrasound confirmation of no pericardial effusion, the team investigated the left coronary artery (lca), which had been secured with a guidewire during implantation due to low take-off and small valve-to-coronary distance (vct). It was determined that the commander delivery system balloon had advanced the guide catheter into the artery, occluding the circumflex (cx) and reducing lad flow. Removal of the delivery system restored rhythm and blood pressure. Angiography of the common femoral artery revealed partial suturing during closure, significantly impairing distal flow. The closure site was reopened and revised, with final angiography confirming normal vessel appearance and restored flow. The patient was transferred to the ward in stable condition.